Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical produts: 4092-52 lead, implanted (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission revealed the right atrial lead had intermittent undersensing during recorded atrial high rate episodes from about three months prior. The lead remains in use. No patient complications have been reported as a result of this event.